Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this pacemaker along with the right atrial (ra) lead exhibited high, out-of-range pacing lead impedance measurements greater than 2,500 ohms upon device interrogation. However, when the lead was tested during generator change it yielded normal results. The device was then explanted and replaced with a new device. The lead remains in service. Additional information was received from a local field representative indicated that the device and lead connections were not checked prior to the disconnection of the lead from the old device. No additional adverse patient effects were reported.